Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 145719: 50 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 44 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in and presented with a hematoma. The surgeon washed out the hip and revised the head. The surgery was completed successfully.